Event description:
The customer contacted stryker to report that their device powered off multiple times during patient care. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Due to character limitations section a1 patient identifier was left blank. Patient identifier is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the power pcba as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.